Event description:
The sensor transmitted a dampened waveform reading. There were no adverse consequences to the patient. The patient has discontinued use of the cardiomems.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.